Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from (B)(4), omsc assumed that there was no abnormality in the subject device and that it was caused by the lack of certainty in the connection of the video connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject was disappeared for a short time and a colored band appeared on the three monitors during the unspecified procedure. The image of the subject device came back immediately and so nothing occurred to the patient. The field service engineer of olympus (B)(4) went to the user facility and checked the subject device, but it could not be duplicated the reported phenomenon. For a while later, omsc got the update information from the user that it was found this malfunction occurred due to the control unit of the integrated room which is no olympus product. There was no patient injury associated with this report.